Event description:
It was reported that during xia3 surgery, the surgeon inserted the screws. The surgeon bent the rod(vitallium) using the rod bender. When the surgeon had begun to bend rod, rod broke. Therefore, the surgeon changed the rod to brand-new rod.

Manufacturer narrative:
Method: device history review; complaint history review; risk assessment; results: it was determined previously that the rod fractured in ductile overload at the laser marking dot. The laser marking dot was inspected and voids were identified. These voids can act as stress risers when placed on the tensile side of the bend, which they were in this case. Conclusion: the most likely cause of the customer reported event is the presence of voids on the laser marking dot acting as stress riser that lead to fracture during bending.

Event description:
It was reported that during xia3 surgery, the surgeon inserted the screws. The surgeon bent the rod(vitallium) using the rod bender. When the surgeon had begun to bend rod, rod broke. Therefore the surgeon changed the rod to brand-new rod.